Manufacturer narrative:
Investigation completed on 06feb2018. The DHR review had no applicable engineering change order/manufacturing change order history. There were two ruggles ronguers, returned used/processed showing wear, staining. The rongeurs were tested for dullness using carton 250 g/m2. Upon testing, both cut as designed. The complaint report cannot be confirmed, due to the instrument testing within defined specification. Linked to mfg report number: 2523190-2018-00024.

Event description:
This report is 2 of the 2 complaints. On the second week of (B)(6), the customer reported that a rb4892e ruggles stealth micro ejector kerrison rongeurs stopped cutting within 3-4 months of usage. Additional information received on (B)(6) 2018 indicating that the patient was prepped for laminectomy and that there was a 30 min delay because they had to open a different product. There was no patient injury reported.